Event description:
It was reported that the vns patient underwent generator and lead explant due to infection. The relationship between the infection and vns therapy is unknown. It is unknown if cultures were performed. Attempts to obtain additional information have been unsuccessful to date. The lead and generator was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Review of manufacturing records for the generator confirmed all quality tests were passed prior to distribution.

Event description:
Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Analysis of the returned generator showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead portion did not reveal an anomaly which may have contributed to the reported event. Note that since a portion of the lead assembly including the (+) white electrode was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.